Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt); "delayed around 15 minutes" (no code available). Product problem(s): "system messages" (device displays error message). A customer reported system messages occurred during surgery. The system was switched out and the case was completed. There was a 15 minute delay in the case. No pt injury was reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problems. The system was tested and met all product specs. A review of complaints for the last 24 months did indicate an add'l, related report for this system. A review of service requests for the last 24 months did indicate add'l, related reports for this system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Qa will monitor related complaints and will take action for further occurrences as necessary. (B)(4).